Event description:
Patient has developed clot in the lue(left upper extremity) in the area of the coolguard catheter. The original coolguard was replaced after it stopped functioning on 10/19. Upon removal, the original coolguard was noted to have a ruptured balloon with internal components exposed.